Manufacturer narrative:
The test strips are not available to return.

Event description:
The visiting nurse complained of erroneous results obtained on a patient's coaguchek xs meter with serial number (B)(4). Two different strip lots were used on the meter. The patient indicated she had written a result of 1.0 inr in her logbook obtained that morning using strip lot 12415722. This result was not found in the meter memory. There was a result in the meter memory of 1.0 inr dated (B)(6) 2016 with the time of 4:17 p.m. The visiting nurse arrived approximately 4 hours later and he requested the patient test on the meter using test strip lot 12415321 that he brought with him and the result was 8.0 inr. There is a result of 8.0 inr in the meter memory from the day of the event with a time of 1:13 p.m. The patient did not remember seeing the qc checkmark with either of these results. The patient doesn't remember if different fingers were used for each test. Both results were reported to the doctor. The doctor advised the patient to not take her coumadin that day. The customer was advised to not take her coumadin dose until she speaks with her doctor. The patient thinks the result of 8.0 inr is correct. On (B)(6) 2016 the patient tested on the meter and the result was 4.9 inr. The qc check mark was observed. The patient will report this result to her doctor. It was noted that the patient's doctor had been increasing her coumadin dose since her meter results had been 1.0 inr: on (B)(6) 2016 the customer was taking a 5mg and a 1 mg dose of coumadin. The customer reported a result of 1.0 inr from her meter on this day. On (B)(6) 2016 the customer was taking a 5mg and a 1 mg dose of coumadin. On (B)(6) 2016 the patient recorded a result of 1.0 inr in her logbook. This result was not found in the meter memory. On (B)(6) 2016 the patient recorded a result of 1.0 inr in her logbook. This result was not found in the meter memory. On an unknown date prior to (B)(6) 2016 the patient's coumadin dose was increased to 8mg. The patient does not know her therapeutic range. No adverse event occurred. The patient is feeling fine. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The suspect product was requested for investigation; however, strip lot 12415722 is not available to return as the visiting nurse took them with him since he thought they were "bad." Relevant retention test strips (lot 12415722) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were measured. The obtained results were in the allowed range. No error messages occurred. The returned material and the retention material meet the specification.